Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having problems with their device not coming on. It would not turn on and was causing a great deal of pain. It was noted to be driving the patient crazy. No further complications were reported.